Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative noted the physician was considering an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) for this patient, so no replacement date was scheduled at this time. Additional information was received indicating the device was explanted and replaced with a crt-d almost three months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative noted the physician was considering an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) for this patient, so no replacement date was scheduled at this time.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This ICD was thoroughly inspected and analyzed upon receipt. Review of device data noted the device had not reached elective replacement indicator (eri) battery status and that a low voltage error was recorded on 17 march 2024. No other suspicious errors or resets were noted. The battery depletion pattern was confirmed to be consistent with premature battery depletion. Functional testing was completed and the device operated appropriately. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current draw was tested and found to be normal. The battery was forwarded for detailed testing. Testing identified physical damage to the perimeter tape of the battery that created a low resistance pathway between the device's battery and case, which likely resulted in the observed accelerated battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative noted the physician was considering an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) for this patient, so no replacement date was scheduled at this time. Additional information was received indicating the device was explanted and replaced with a crt-d almost three months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.